Event description:
During a laparoscopic hernia repair procedure, the instrument fired two clips at one time. The surgeon applied suture to complete the procedure without pt injury.

Manufacturer narrative:
5/13/97-supplemental report #1 submitted to FDA. Device evaluation indicated and codes entered in h3 and h6.